Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to generating noise due to the electrosurgical generator on the image signal because the user used non-olympus electrosurgical generator. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image disappeared for a moment. The event recovered automatically, and the user located the non-olympus (amco) electrosurgical generator a little away from the subject device and completed the procedure. There was no report of patient injury associated with the event.